Manufacturer narrative:
Evaluation results: visual inspection of the product found no visible damage to the cartridge. There was evidence of surgical residue and the lens was stuck in the cartridge. An investigation is in progress for lens tears.

Event description:
An aa4203tl model lens tore in the cartridge prior to being implanted. There was no patient contact or injury.